Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
The customer reported a device display / screen issue, weak 7 segment led.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn: (B)(6) was performed from the date of manufacture 23jul2019 to the present date 14dec2020 and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6 200293655 for door alarm which does not correlate to the customer reported issue.

Event description:
The customer reported a device display / screen issue, weak 7 segment led.